Event description:
It was reported that battery depleted too quickly on insulin pump. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, so cts was unable to confirm battery depletion concern and no additional information was received regarding the outcome of the event.